Manufacturer narrative:
Continued phone number: (B)(6). The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade I and seroma-late. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data:b5, h6.